Manufacturer narrative:
Updated sections: h2 and h11. Additional information: the mark was identified as a "welt," possibly caused by the removal of a mesh stocking; however, the exact cause remains unknown.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) generator, and the system was tested and verified as ready for use. Isi received the iesu for failure analysis. The reported error could not be confirmed or replicated during testing. A review of the error logs revealed no data indicating that a fault had occurred in the field. Initial visual inspection found no abnormalities related to the reported event. The unit was installed on an in-house system, where it operated as expected: it energized and cauterized properly, and all ports successfully recognized instruments. However, during further testing, the unit intermittently failed the technical safety check related to the auto-stop test. A second visual inspection again revealed no physical anomalies associated with this failure a review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that following a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, it was initially believed that the patient had sustained burn marks on the buttocks. However, follow-up information from the customer clarified that the marks were not burns. No further details were provided regarding the nature of the marks or whether any medical intervention was required. The grounding pad was inspected prior to the procedure and found to be free of abnormalities; it was properly placed on the patient¿s left thigh. During the procedure, the integrated electro surgical unit (iesu) was set to coag 4 and cut 3. After the procedure, when the marks were observed, an intuitive surgical, inc. (Isi) technical support engineer (tse) was consulted. The tse reviewed the error logs and found no relevant issues.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h2, h11. Additional information: the original equipment manufacturer (OEM) received the integrated electrosurgical unit (iesu) generator for failure analysis evaluation. Per the OEM, according to the technical safety check, the functionality and safety of the iesu generator was confirmed.